Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # j0455454v, implanted: (B)(6) 2005, product type lead; product ID 3093-28, lot # j0455454v, implanted: (B)(6) 2005, product type lead; product ID 3031a, serial # (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2005 product type extension; product ID 3093-28, lot # j0455454v, implanted: (B)(6) 2005, product type lead. (B)(4).

Event description:
It was reported that the patient¿s first device was implanted in 2005 because they were continuously running to the restroom but it never worked. The patient stated that it shocked her at a moments¿ notice. It was noted that the patient thought their implantable neurostimulator (ins) was very large. The patient had several visits with their doctor and they decided that the patient had turned the device up too high and the battery needed to be changed. It was stated that the reason for the device replacement in 2009 was because the patient¿s battery was dead and the lead would not fit in the new unit. It was noted that instead of changing the battery they put in an entirely new device and replaced the lead and ins. If additional information becomes available, a supplemental report will be sent.